Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they did not receive insulin for 24 hours. The customer stated they resolved the issue by changing the infusion set. The customer stated the delivery anomaly persisted after a set change. The customer also reported a high blood glucose of 30 mmol/l. The customer stated they did not receive any no delivery alarms. The customer declined to return the insulin pump for analysis.